Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by getinge filed safety technician during preventive maintenance that cardiosave intra-aortic balloon pump (iabp) that the "vacuum leak status" is fail with a difference of 29. No patient involvement and no injury or harm reported.

Manufacturer narrative:
Updated fields: b4, d9, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions) and h11. The fse that encountered the issue stated that the pim leak test failed on the membrane test. The fse replaced the pneumatic module assembly. A complete functional check was performed.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6 h2, h6 (component codes and investigation conclusions) and h11 corrected: d10. The fse that encountered the issue stated that the pim leak test failed on the membrane test. The fse replaced the pneumatic module assembly and the drive manifold assembly. A complete functional check was performed.

Event description:
N/a